Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the rx esprit balloon ruptured during the first inflation at 4 atm. A stent was implanted to complete the procedure in this case. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. In this case, the lesion was moderately calcified with 90% stenosis, which may have contributed to the reported difficulties experienced. It is possible that the balloon material was damaged (scratched) during interactions with other devices, or the calcified lesion, such that the balloon ruptured upon inflation. Unfortunately, without a returned device for analysis, a conclusive root cause for the balloon rupture cannot be determined.